Event description:
Information received indicates the brake is not holding. The casters are locking into brake but continue to swivel from side to side.

Manufacturer narrative:
The technician replaced two brake casters and three caster supports to repair the bed.